Event description:
Reporter indicated that high lead impedance was obtained during a system diagnostics test, indicating a possible lead malfunction. MFR's review of x-rays did not reveal any obvious lead discontinuities. Good faith attempts to obtain further info have been made.

Manufacturer narrative:
X-rays were reviewed by MFR. X-rays reviewed by MFR with no obvious lead discontinuities noted. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.